Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained at the facility following the event and continued to use the lifevest. Device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4): 07/2011 - reuse. Electrode belt (B)(4): 07/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) male patient's nurse contacted zoll to report that the pt was treated. The lifevest delivered a 150j treatment at 20:23:34. The rhythm at the time of the treatment was a paced rhythm at 62 bpm with wide qrs and tall t wave. The post-shock rhythm was the same. Multiple counting of the patient's rhythm contributed to the false detection. The response buttons were only pressed after the treatment was delivered. The pt was at a skilled nursing facility at the time of the event. The pt remained at the facility following the event and continued to use the lifevest.